Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving half of the pledget inside her vaginal cavity. She manually removed the remaining pledget piece and did not seek medical attention. She did not report any adverse health effects.